Manufacturer narrative:
Single patient disposable device not returned to manufacturer.

Event description:
A user facility reported to a company representative that a (B)(6) preemie patient in the picu appears to have redness and skin damage marks after monitoring with a small non-adhesive sensor after a 3-day period. A follow-up visit to the facility, 4 days later, produced another photograph that shows some improvement .